Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg in (B)(6) 2019, as the patient was holding the charger over the site of the previous ipg rather than the current ipg. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient underwent surgical intervention to have their ipg replaced, which addressed the issue.